Event description:
Additional information received: material#; 305200 , batch#: 2082199. It was reported by the customer that when medication was drawn up, it leaked from the filter needle. Verbatim: rcc received a complaint via email. Email(s) attached. When medication was drawn up, it leaked from the filter needle. Product description - needle filter 19x1 - 1/2 tw. Product number - 305200. Lot number - 2082199. Additional information received on 18-mar-2024 do you have photos showing the reported issue? We do not have photos of the complaint sample is the product available to send back to us for an evaluation? Unknown. Did the event interrupt the administration of any medication, or cause a clinically significant delay in medication, that negatively impacted the patient? If yes, please provide details. Unknown. Please provide date of event- march 13, 2024.

Manufacturer narrative:
(B)(4) follow up: a device history record review was completed by our quality engineer team for provided material number 305200 and lot number 2082199. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time.

Event description:
Material#; 305200. Batch#: 2082199. It was reported by the customer that when medication was drawn up, it leaked from the filter needle. Verbatim: rcc received a complaint via email. Email(s) attached when medication was drawn up, it leaked from the filter needle product description - needle filter 19x1 - 1/2 tw. Product number - 305200. Lot number - 2082199.

Manufacturer narrative:
Pr (B)(4): initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.